Event description:
Reporter stated that a pt's blood glucose was measured, back-to-back, on the inform system and on a laboratory instrument with the following results: inform system = 4.5 mmol/l, lab = 2.4 mmol/l; inform system = 4.3 mmol/l, lab = 2.3 mmol/l; inform system = 5.2 mmol/l, lab = 3.1 mmol/l. Reporter did not indicate if pt's therapy was modified based on the values obtained on the inform system. No adverse event was reported. The manufacturer requested the returned of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.